Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the terror message e315 was displayed. The event could have been detected/prevented by following the instructions for use: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the e315 image disturbance could not be confirmed; due to insufficient cleaning, the distal sheath and gap of the adhesive on the distal sheath had foreign material; the forceps channel port had a dent; the plug unit was deformed; due to water leakage, the scope connector cover unit and the plug unit had corrosion; the label on the suction connector was damaged; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage on the insertion tube rotation ring, the connecting tube did not rotate smoothly; the light guide lens had a scratch; the probe cover had corrosion; the adhesive on the distal sheath had a crack and the distal sheath had wear. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope displayed an e315 (scope communication error code) image disturbance. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.